Event description:
Caller reported a nursing home staff member was accidentally stuck by a safe-t-pro lancet that did not retract after use. No serious adverse event was reported. A request was made for the device and any devices remaining in this device's original box.

Manufacturer narrative:
It was unknown if the initial reporter sent report (B)(4). The year is the only known part of manufacture date. We have defaulted to the first of the year.